Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) showing the helium is reading 50%. No patient involvement. No harm.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted, as the complaint was created by mistake and is not a valid complaint. There was no reported customer dissatisfaction related to this event, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.